Manufacturer narrative:
D4: catalog number is 24370.

Manufacturer narrative:
Patient specifics are not available. Product has been discarded; therefore, not returned to 3m for analysis. 3m is unable to verify the leak, identify exact location and root cause without the sample. 3m will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ high flow warming set (model 24355) leaked at the fluid warming cassette while infusing blood. The leak was observed immediately after starting and infusion was discontinued. No patient or staff injury was alleged. No medical interventions were required.